Manufacturer narrative:
Facility undecided on replacing part or continuing to use. Medtronic rep performed examination on site.

Event description:
A medtronic rep reported that during a spine surgery, the awl/probe/tap (apt) driver was not allowing the taps and screwdrivers to rotate freely in both directions. The taps/drivers would turn properly when rotating the egg handle in the clockwise direction, but when turning counter-clockwise, he reported that the bottom portion of the driver itself was coming unscrewed and they had difficulty backing out the screwdriver. The surgeon detached the driver and egg handle from the screwdriver and used the egg handle directly on the screwdriver to back it out. The surgery was completed, as planned, with the use of the stealthstation. There was no impact on the pt outcome.